Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 348 mg/dl. The customer was not certain of the cause of their elevated bg level but suggested it may be due to underestimating the amount of carbohydrates contained in a meal consumed earlier in the day. Subsequently, the customer reported due to overestimating the carbohydrate content in a meal, the customer experienced a low bg level in the 60's (mg/dl). To address the high bg level, the customer delivered a correction and administered a manual injection. The customer consumed lemonade to treat the low bg level. System check with tandem technical support was performed and showed that the pump was functioning as intended. Recommendation was made to consult with health care provider regarding diabetes management. During a follow-up call on (B)(6) 2017, the customer reported using insulin pens to address bg level, and at the time of the reported event, the customer's bg level was at 169 mg/dl.